Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to technical support (ts) that a fluid leak occurred during a patient¿s peritoneal dialysis (pd) treatment. Prior to discovery of the fluid leak, an air detected in cassette alarm occurred during dwell 3 of 5. The cause for the leak was not known. When the cassette was removed from the cycler, fluid was observed leaking out of the cassette door. The ts representative advised to discontinue use of the cycler, and a replacement was issued to the patient. Upon follow up with the pdrn, it was confirmed that the patient completed treatment by performing manual exchanges. The pdrn stated the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. Prophylactic antibiotics were ordered as a precaution. The patient took 2g vancomycin and 2g ceftazidime (both one time) via intraperitoneal (ip) administration. Patient cultures were taken and they came back negative. It was confirmed that the patient received their replacement cycler, and the old cycler was picked up and returned to the manufacturer for physical evaluation. The pdrn stated the cassette was discarded by the patient and is not available to be returned for evaluation. The lot number for the cassette in use could not be provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.